Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, as the physician was trying to cut the lower portion of the bile duct, he noticed that the tip of the needle had broken off and dropped into the duodenum. They attempted to retrieve the detached needle tip using a radial jaw 4 device; however, according to the physician's own assessment, "it was too tiny to capture", and there is no any plan for further intervention to retrieve the detached needle. The procedure was completed with a second rx needle knife xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) needle detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.